Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. One 5.0 fr x 7 cm microintroducer assembly was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and folded inward upon itself. The corners of this folded point were observed to be plastically deformed and torn slightly. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use.

Event description:
It was reported the peel away sheath has a jagged end. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer2264 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the peel away sheath has a jagged end. No other information was provided.